Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the arterial monitor reset itself during bypass, and dashes ( - - - ) appeared on the pressure reading. The device was not changed out, as the perfusionist continued to use. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.